Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 4409984."

Event description:
It was reported that the patient was having a lack of relief, thus ineffective therapy. The patient had no interest in reprogramming. It was also reported that it is unknown if the patient recharged the ipg as recommended, and in turn, the ipg became inoperable. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.